Event description:
Customer was getting erratic readings with blood glucose device. Readings were 20, 208, 6, & 65 mg/dl. When checked in memory it showed 65, 61, 355, 355, 55, 182. Controls were in range. A request was made for the return of the suspect device and replacement.